Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen reacted poorly even though having been calibrated. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date rec'd by MFR: 15nov2018. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician replaced the touchscreen preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.